Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The pci treated the 99% stenosed target lesion located in the moderately tortuous unspecified vessel. The physician attempted to advance a 2.0x15mm maverick monorail balloon, but could not cross the lesion. After several attempts to cross the lesion, the physician decided to dilate the proximal portion of the lesion as far as the maverick balloon could be advanced, however the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was listed as good.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.60 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/03/2010 and 09/09/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.